Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site (leg) while wearing the device between 36 and 48 hours. The patients reported blood glucose level had rose to 465 mg/dl. The patient had experienced pain and irritation at the insertion site as will as purulent discharge. The patient applied a new pod. Once at the patients pediatrics office the patients blood glucose level and temperature was checked as well as a sample of the purulent discharge was taken for testing. The patients blood glucose level at the pediatricians office was 130 mg/dl. The patient was prescribed amoxicillin (10 ml) to be taken 2 times daily for 10 days. The patient was at the pediatricians office for 15 minutes.

Manufacturer narrative:
The returned device was evaluated and investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection or cause a skin condition irritation at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause pain during insertion. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.